Manufacturer narrative:
Additional information was received on august 16, 2000 and evaluated. The pt underwent a reoperation on 7/15/1998 for removal of a foreign body.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The hosp has reported to pt injury occurred.